Manufacturer narrative:
Analysis was able to confirm the customer comment that the stylus did not select from the display screen. It was noted that printer drawer was broken, the hinge plate screws were missing, the lower case was worn out and there was intermittent telemetry due to a loose radio frequency head connector. The programmer will be scrapped as it cannot be repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer connection for the stylus did not function and the programmer did not close properly. There was no patient involvement.